Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear abrasion, and an opening on patch. Leak test and microscopic analysis was performed which identified sharp opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on patch due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side deflation. Device remains implanted.